Manufacturer narrative:
Date of implant: unknown. Investigation results will be provided in the final report.

Event description:
It was reported the patient had his scs ipg replaced on (B)(6) 2019 because the ipg was inoperable. Reportedly, the ipg just stopped recharging. Therapy was restored postoperatively.